Manufacturer narrative:
The customer ran the patient on (B)(6) 2016 on dxh1 ((B)(4)) and dxh3 ((B)(4)) and the instruments did not generate any "ne blast" messages but did generate a "left shift" and "imm. Gran" message on the dxh3. The patient returned on (B)(6) 2016 and the sample was processed on each of the instruments in the workcell dxh1, dxh2 ((B)(4)) and dxh3 ((B)(4)). The dxh1 generated the "ne blast" flag and the other two instruments did not. The dxh2 and dxh1 generated other system messages for the differential count. The patient returned on (B)(6) 2016 and was processed on the dxh3 ((B)(4)) and did not generate the ne blast flag, but generated other diff suspect messaging. The patient involved was diagnosed with mds (myelodysplastic syndrome) a year ago. When the instrument was not generating the blast flag the treatment dosage was reduced; however there was no reported serious injury as a result of the reduced dosage. Regular treatment was continued when blasts were seen on the smear. Further information about the change in treatment was requested but not was provided by the customer. Service was not dispatched for this event. The customer is considered operational. The beckman coulter internal identifier for this event is (B)(4). (B)(4): suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution or population. Beckman coulter recommends the review of results displaying a suspect message appropriate to your patient population and laboratory practice. Refer to the limitations section of the system overview chapter for the interfering substances that might effect each parameter. Beckman coulter recommends a slide review per your laboratory protocol. It is possible that the presence of a rare event cell can fail to trigger a suspect message. Unit was operational per the customer.

Event description:
The customer reported that the unicel dxh 800 coulter cellular analysis system did not generate a blast flag on one mds (myelodysplastic syndrome) patient on multiple days. The patient was later confirmed to have blasts by a manual smear erroneous results were reported out of the lab and there was a change or effect to patient treatment in connection with this event. This report refers to the event that occurred on the date of event for instrument serial number (s/n) (B)(4). For other reports related to this event refer to: MDR 1061932-2016-00416 for the event that took place on (B)(6) 2016 instrument s/n (B)(4). MDR 1061932-2016-00425 for the event that took place on (B)(6) 2016 instrument s/n (B)(4). MDR 1061932-2016-00426 for the event that took place on (b)() 2016 instrument s/n (B)(4). MDR 1061932-2016-00427 for the event that took place on (B)(6) 2016 instrument s/n (B)(4). MDR 1061932-2016-00424 for the event that took place on (B)(6) 2016 instrument s/n (B)(4).

Manufacturer narrative:
(B)(4).